Event description:
It has been reported that the live signal was not seen in the monitor in the examination room, but was available in the control. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the image was not seen in the monitor in the examination room. Upon inspection, fse determined that the output adapter of the x-ray pc was failing. The fse reconfigured the video output of the workstation and settings are restored. After which, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.